Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by edwards affiliates in poland, during a transcatheter aortic valve replacement (tavr) procedure utilizing a 26mm sapien 3 ultra via transfemoral access, the balloon burst during inflation; however, the valve was successfully deployed. Upon attempting to withdraw the commander delivery system, it became lodged in the distal tip of the esheath. A surgical cutdown was ultimately required to remove the devices, during which the patient experienced a vessel rupture that necessitated patch repair. No blood transfusion was required. Post-removal inspection revealed damage to the distal tip of the esheath. The patient was reported to be stable following the procedure. Provided imagery shows the commander delivery system balloon radially burst, and distal part of balloon and nose tip separated.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause of these events has historically been due to calcification in the landing zone or over-inflation of the balloon. The reported event of a balloon burst was confirmed based on evaluation of provided imagery. Available information suggests that patient factors (calcification) likely contributed to the event as per information provided there were presence of calcification at the native annulus. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. The reported event of withdrawal difficulty was confirmed based on evaluation of provided imagery. Available information suggests that procedural factors (withdrawal of altered balloon profile) likely contributed to the event as the balloon burst during valve deployment and difficulties were encountered when attempting to pull back the balloon into the sheath tip. As the balloon had burst, the altered balloon profile may have made it more susceptible to catching on the distal end of sheath tip', which could have led to the observed withdrawal difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.